Manufacturer narrative:
Product has been received by zimmer biomet. "Visual inspection of the trauma plate shows it is missing a f.a.s.t. Guide. The complaint is therefore confirmed. It was discovered that an entire lot (ln: 734990) of fibula comp lock plate 8h ste are missing one f.a.s.t. Guide on the plate. This issue is being addressed in (B)(4)." Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during an initial fibula fixation surgery on (B)(6) 2016, the surgeon found that one of the f.a.s.t. Guides was missing from the package. Another f.a.s.t. Guide was used to complete the procedure.